Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4)

Event description:
The coronal images are displaying in a way that is not expected. The annotations are correct, however, the image is flipped horizontally in the viewer. There was no reported pt injury associated with this event.